Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. Subsequent analysis of the patient sample, on the same instrument, recovered a lower result, within the normal reference range. The elevated result was released out of the laboratory, and the patient was admitted to the intensive care unit (ICU). There has been no report of current patient outcome to date. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory. Quality control (qc) was within the laboratory's established limits prior to and after the event. There was no indication of instrument malfunction. The event was reported as part of beckman coulter marketing survey program (msp) for troponin I (access accutni).

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer's laboratory procedure states: elevated troponin results are evaluated together with the other cardiac markers. If the results are not in agreement, then the troponin is repeated. A definitive cause of the event is unknown.